Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The device was able to maintain the pressure. No leaks were found in the device.

Event description:
It was reported that a patient underwent an endometrial thermal ablation procedure on (B)(6) 2012. Six and a half minutes into the procedure, the pressure dropped and fluid was leaking where the balloon was attached to the catheter. The fluid and ballon were removed. A hysteroscopy was done and there was a nice burn. There were no adverse patient consequences.